Event description:
The customer used the n-95 and the front seam of the duckbill mask is separating. This was reported to have occurred during use. Three attempts were made to obtain additional information from the reporter, however, the reporter did not provide response. The following medical device report is being filed retroactive to prior decision that this malfunction would be unlikely to result in a serious injury or illness. A reassessment of this incident has since found that should this malfunction recur in an isolation setting or during direct patient care, the end user may contract covid virus and thus be susceptible to a serious illness. For this reason this incident is being reported as a malfunction at this time. The reporter has indicated that no injury or illness resulted.

Manufacturer narrative:
The product involved in the report was not available for return. As a result of the investigation, it was concluded that the most probable root cause was an adjustment in the sealer of the machine that caused a weak seal in the mask. The mask defect was not detected by the operator at the time of packaging the product. Notification was sent to manufacturing leaders for awareness. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a product is defective or caused serious injury. H3 other text : device not returned.